Manufacturer narrative:
H6 type of investigation, corrected data: initial report inadvertently omitted b14 coding.

Event description:
Internal data from the generator was received and reviewed. Additional information received from the physician's office noting that the physician also believes that the device has depleted prematurely. Settings were provided from (B)(6) 2024, (B)(6) 2023 and (B)(6) 2023. The generator was also received into product analysis.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient underwent a battery replacement due to battery depletion. The patient's mother noted she felt the device should have lasted longer than it did. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Event description:
Analysis on the suspect device was completed. No other relevant information has been received to date.